Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to noise on the right ventricular (rv) lead with a number of sensing integrity counter (sic) episodes. The threshold had increased and was high. A chest x-ray was performed and it was determined that there was a microdislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.